Event description:
It was reported that the patient had an atrial lead dislodgement. The lead was repositioned and remains in use. During the repositioning, when attempting to reconnect the lead to the device, the device set screw would not tighten. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw had a rounded socket.